Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's parent reported via phone call, the insulin pump had alarmed and it turned off. She didn't have a battery so she had to drive to get one. The device had alarmed multiple time bad batter. Customer's blood glucose was unknown. Trouble shooting was performed for no battery out limit and failed battery test. Customer stated the device continued to alarm failed battery test. Customer then used a non-recommended battery and the device stopped alarming. Customer's parents will monitor the device call back issues persisted.